Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the hospital on (B)(6) 2019 with complaints of headache and change of mental status. It was communicated the patient experienced a hemorrhagic stroke. During admission, the patient lost consciousness and required intubation. The family decided to withdraw care on (B)(6) 2019. During lvad therapy, the patient experienced hypertension. No further information was reported.

Manufacturer narrative:
Section a2: corrected information. Section d4 & h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to hemorrhagic stroke and the hypertension throughout vad therapy could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The heartmate ii lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system.no further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.